Manufacturer narrative:
Evaluation of the returned benchmark 6f 071 delivery catheter (benchmark) confirmed that the catheter was fractured on its middle shaft. If the benchmark is retracted against resistance, damage such as a fracture may occur. Further evaluation revealed that the non-penumbra sheath was damaged on its distal end. This damage may have contributed to the resistance during retraction of the benchmark. Further evaluation of the benchmark revealed an additional fracture, kinks and ovalizations, and lumen damage. This damage was incidental to the reported complaint and may have occurred during snaring or handling post procedure. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient underwent a medical procedure to treat a right central retinal artery occlusion (crao) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), a non-penumbra microcatheter, a non-penumbra catheter, and a guidewire. While withdrawing the benchmark at the end of the procedure, the benchmark fractured within the iliac artery. The physician successfully retrieved the fractured segment of the benchmark using a snare device. There was no report of an adverse effect to the patient.